Event description:
It was found during baxter's testing that a pump was alarming for a system error 105. There was no patient involvement because the error was found during testing.

Manufacturer narrative:
(B)(4). Evaluation experienced system error 105 alarms. The failure was attributed to severed motor mount screws. As a result, the motor assembly was replaced.